Event description:
Pt reported that a few weeks after implant with the lap-band(r) system, they "came down with the flu, had a horrible cough", at the same time the pt had "lower back pain and was bedridden as a result", the pt was "dehydrated and was coughing up blood." The pt stated that the explanting physician stated that the "pouch was enlarged" and "there was still food and medication in the pouch." The events have not been confirmed by a physician. Additional findings" healthcare professional reported "a lap-band(r) "slippage" first noticed when the pt was hospitalized with "health concerns." The lap-band(r) system was removed, but not replaced. Additional findings: healthcare professional reported "pt presented with nausea and vomiting", "fluid was removed from the band", later "pt presented again and was throwing up blood." The lap-band(r) "slippage" was confirmed during explant surgery and the "partial slip secondary to flu-like symptoms. Band removal secondary to obstruction and hematemesis."

Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: (B)(4) 2015. The access port connector associated with this report has not been returned and was discarded after surgery by the reporter. Based upon the model number, serial number and implant date provided by the reporter, the connector type is assumed to be a taper ii. The reporter discarded the device when it was explanted and it is no longer available for return. Therefore allergan will not receive it and no analysis or testing will be done. "Flu", "coughing up blood", "vomiting", "nausea", "obstruction", "lower back pain", "bed ridden", and "pouch was enlarged" are surgical/physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported event of band slippage, pain, nausea, vomiting, obstruction, porch dilatation as follows" "band slippage and/or pouch dilation can occur. Gastroesophageal reflux, nausea and/or vomiting with early or minor slippage may be successfully resolved by band deflation in some cases. More serious slippages may require band repositioning and/or removal. Immediate re-operation to remove the band is indicated if there is total stoma-outlet obstruction that does not respond to band deflation of if there is abdominal pain." Device labeling addresses the reported event of hemorrhage as follows: "adverse events: perforation of the stomach can occur. Death can also occur. Specific complications of laparoscopic surgery can include spleen damage (sometimes requiring splenectomy) or liver damage, bleeding from major blood vessels, lung problems, thrombosis, and rupture of the wound."